Event description:
B. Braun medical inc. Contiplex pain catheter leaked around insertion site. Catheter was removed from patient. All packaging and catheter were discarded prior to noticing the issue. Patient was discharged home same day following surgery.